Event description:
Customer reported her blood glucose was currently 404 mg/dl and blood glucose was 276 mg/dl when event occurred. Customer reported the insulin pump alarmed no delivery during manual prime. Customer reported she had done a complete set change and discarded them, unable to troubleshoot for occlusion on reservoir or infusion set. Current set was working as designed. The insulin pump alarmed battery out alert. Alarm occurred after a battery change. Customer stated the batteries were out greater duration then allotted. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.